Event description:
The device (cev605-5) was returned for repair to mxi service and repair. It was reported that the scissors no longer close and needed to be sharpened.

Manufacturer narrative:
(B)(6). Evaluation of cev605-5 indicated that the blades were blunt, the sheath was damaged, and the mechanism was blocked. The blocked mechanism is most likely due to residue (tissue/blood) after insufficient cleaning. The sheath damage was most likely a result of impact and the blade are most likely blunt due to normal use and must be sharpened. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).